Manufacturer narrative:
A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be conducted since the lot number was not provided. The customer complaint was no confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause. If the product sample becomes available, this complaint will be reopened.

Event description:
The complaint was reported as: the customer alleges that the humidifier limb drop line, which goes from the ventilator to the neptune heater, melted during use on a pt. No report of pt injury.